Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clear link continu-flo set had blood back flow through the IV tubing. This occurred during an infusion of normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The backflow was found within 24 hours and blood had backed up all the way to the back check valve. The customer stated that they did not invert and tap the check valve and that one liter bags were used. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed the backflow of blood in the set. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.